Manufacturer narrative:
Date of event is estimated. E1 initial reporter phone number- (B)(6).

Event description:
It was reported patients lead was auto reducing due to high impedances on patients lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue. During the procedure it was observed that patients lead was fractured and had fluid inside.